Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the leveen coaccess electrode was used inside the patient three times without issue. However, it was noted that extra force was required to deploy the array a fourth time, and the tines did not fully extend. Despite this, the procedure was completed with the same device. It was suspected that the difficulty extending may have occurred due to excessive tissue inside the overweight patient, who reportedly had multiple liver lesions. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
Exact patient age is unknown but was reported to be over 40 years. Exact patient weight is unknown, but the patient was reported to be overweight. (B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.